Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call motor error alarm, motor position encoder error alarm and low blood glucose levels. Customer's blood glucose level went as low as 28 mg/dl. Troubleshooting for motor error alarm was performed. Customer went through a full body scanner a few months ago while wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.